Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. After using silicone oil the leads were inserted into the header and were functioning normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.